Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that ophthalmic handpiece would not irrigate. The procedure details and patient harm was not reported. Additional has been requested.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Handpiece was received at the investigation site. A visual assessment of the returned sample revealed no obvious nonconformity. The returned handpiece was connected to a calibrated system. Flow rate test was performed and the handpiece passed for irrigation and aspiration. No functional problem with irrigation was found with the returned handpiece during testing therefore, the customer reported event was not able to be confirmed. The returned handpiece was found to functionally exhibit no problems with irrigation; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that this handpiece functionally exhibited no issues with irrigation. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).